Event description:
A healthcare facility in (B)(6) reported via our distributor that a crack in the temperature probe port of the 900mr755 reusable breathing circuit heater wire caused leakage. The facility further reported that, since it was difficult to know how far to insert the probe, they squeezed it too hard and this resulted in cracking of the port. The facility wants the product to have a mark to show how far to insert the probe not to break the probe port. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The reusable breathing circuit heater wire referred to in the event description has been returned to the manufacturer for inspection. An investigation is currently underway. We will provide a follow up report with the results of our investigation.